Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation cpu and cine bridge pcb assembly were evaluated and replaced. The hard disk drive and cine hard disk drive were also evaluated and replaced. The system software and calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.